Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on (B)(6) 2023. [Additional information]: on 17-oct-2023, additional information was received. The information indicated that the target was an unruptured aneurysm. Information related to aneurysm size and characteristics are not obtainable. There were no vessel or aneurysm factors that may have contributed to the incomplete expansion. There was no evidence of obstructed blood flow due to the reported issue. The temperature indicator label on the inner pouch had been checked and found to be within acceptable criteria. The concomitant microcatheter was a prowler select plus microcatheter (606s255x / 31032660). There had been no resistance during advancement of the stent. The replacement stent was another 4.5mm x 22mm no distal tip enterprise vascular reconstruction device (enc452200). The reported issue did not result in any clinically significant delay in the procedure. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received in the product analysis lab on 01-nov-2023. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigation finding of the returned device. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 4.5mm x 22mm no distal tip enterprise vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. Dried saline residues were noted at the distal end of the delivery wire. No appearance of damage was noted. A functional test was performed in which the enterprise system was secured into a lab sample microcatheter through a lab sample syringe and rotating hemostasis valve (rhv). The system was flushed, and the enterprise system was advanced through the microcatheter without noticeable resistance. The stent was deployed and inspected under magnification. No abnormalities were found on it (i.e., no broken struts, no kinks). Both stent ends were noted to be completely expanded. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8129979. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. The issue reported regarding the distal markers of the stent being unable to open was not confirmed since the stent fully expanded during the analysis. It is possible that the marker bands may have converged together but apposed to the vessel wall. Although no product defect was identified, there may have been other factors that contributed to the failure encountered during the procedure that could not be replicated in the laboratory setting. There is no indication that the issues reported in the complaint are a result of a defect inherently related to the enterprise device. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) does contain the following recommendations: ¿ maintain adequate stent length (approximately 5 mm) on each side of the aneurysm neck to ensure appropriate neck coverage. ¿ position the stent for deployment by aligning the stent positioning marker of the delivery wire with the target site. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section e1: the initial reporter phone: (b(6). The initial reporter email address was not available/reported. Section h3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8129979. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, the physician delivered a 4.5mm x 22mm no distal tip enterprise vascular reconstruction device (enc452200/8129979) into the concomitant microcatheter (unspecified brand) and tried to release the stent. It was noted that the distal markers of the stent were unable to open. The physician retracted the stent into the microcatheter and attempted to release the stent again, but the markers still could not open. The physician withdrew the stent and switched to a new stent to complete the procedure using the original microcatheter. There was no report of any negative patient impact.